Event description:
During incoming inspection the packaging of the device was found to have an unknown foreign material inside. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During incoming inspection, the packaging of the device was found to have an unknown foreign material inside. No patient involvement or procedural delays were reported with this event.